Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2011: the patient was pre-operatively diagnosed with previous anterior l4-l5 fusion with pseudoarthrosis, low back pain with bilateral lumbar radiculopathy, isthmic spondylolisthesis, l4-l5, transitional anatomy and underwent the following procedures: anterior retroperitoneal exposure of l4-5, mobilization of iliac vessels, hardware removal, exploration and repair of interbody fusio n/pseudoarthrosis with demineralized bone matrix, rhbmp-2 (bone morphogenic protein). Gill laminectomies, l4-5, medial foraminotomies. Posterolateral fusion,l4-5,with pedicle screw instrumentation, demineralized bone matrix, local autologous morselized bone graft, rhbmp-2 bone morphogenic protein. As per op-notes,¿ rh-bmp 2 was used in the surgery¿. Patient tolerated the procedure well without any intraoperative complications.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.